Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2012 the patient/lay-user's wife contacted lifescan (lfs) alleging that her husband was experiencing an inaccurate high issue with his one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient reported that the alleged issue with the subject meter began on "the morning" of (B)(6) 2012. The patient obtained an unrecalled glucose result on the subject meter, which he felt was inaccurate high compared to his feelings. He reported that he is a brittle diabetic and tests his glucose 20 times a day because he cannot tell how low or high he is by how he feels. In addition, he reported suffering from many other medical conditions that require other medications and similar symptoms. The patient informed this mss that he manages his diabetes with humalog (pump therapy) and due to the alleged issue he could not recall if he took any action or if he made any changes to his usual diabetes management routine. He claimed at 8 am before the alleged issue started he was vomiting, feeling lightheaded and like he was going to pass out, which he usually associates to a hypoglycemic state. The patient was unable to recall any results obtained earlier from the subject meter or what happened next. He reported that later the same day, at 6 pm his wife drove him to the emergency room since his symptoms had worsened (he could not recall the details of his symptoms). The patient stated that his blood glucose was tested on a hospital meter and glucose result of "60 mg/dl" was obtained. He was reportedly immediately treated with an IV bag of dextrose and admitted overnight for continued monitoring. The patient informed this mss that he was discharged the next day, and once he got home on (B)(6) 2012, at 10:08 am he tested his glucose with the subject meter and obtained a glucose result of "110 mg/dl." During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow-up # 1 (02/17/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the meter has passed testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.